Manufacturer narrative:
The device was received for evaluation. During visual examination, the tubing was observed separated from the y-junction and traces of solvent were found at the end of the tubing. The reported condition was verified. The cause of the condition was determined to be due to the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink y-type catheter extension set separated during patient infusion. The tube detached from y-junction ¿which was confirmed during infusion¿. There was no patient injury or medical intervention associated with this event. No additional information is available.